Event description:
It was reported that the right ventricular lead exhibited noise. During lead revision, an insulation abrasion was observed. The lead was explanted and replaced. The patient was well post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 11.6 cm to 11.9 cm from the connector pin which exposed the outer coil. The damage found likely resulted in the reported noise anomaly. (B)(4).